Event description:
It was reported to boston scientific corporation that during a therapeutic placement of an ultraflex tracheobronchial stent (patient age and gender unknown), the suture broke after the stent was partially deployed. The stent system was removed and a new stent was used to successfully complete the procedure. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.